Manufacturer narrative:
It was reported that a 66-year-old female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Pericardiocentesis was performed to remove 150 cc of fluid from the pericardium. The patient was stabilized and transferred to the intensive care unit (ICU). Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, potentially caused by the sheath dilator. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. No bwi product malfunctions were reported. Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor was tested and it was working properly, the force values were observed within specifications. An electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/14/2019. Initial visual analysis observed no visual damage or anomalies on the returned catheter. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30170803l number, and no internal action was found during the review. Concomitant medical products: carto 3 system (us catalog # unknown, serial # unknown). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During transseptal phase, cardiac tamponade was confirmed. Pericardiocentesis was performed to remove 150 cc of fluid from the pericardium. The patient was stabilized and transferred to the intensive care unit (ICU). Extended hospitalization was not required. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, potentially caused by the sheath dilator. There were no factors cited such as patient¿s anatomy or disease that might have contributed to the adverse event. No bwi product malfunctions were reported. An 8fr sheath was used during the procedure. The generator was set in power control mode; however, no ablation was performed during the case. The flow was set at lot flow in 2 ml/min. The system displayed error 87 (force issue) during the case. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was not zeroed after the initial warm-up phase post catheter connection to the carto 3 piu. The carto 3 system indicated to re-zero the thermocool® smart touch® sf bi-directional navigation catheter. The reported force issue (error 87) has been assessed as not MDR reportable since there is no risk to the patient as a result of the procedure delay. The reported event has been assessed and it has been determined that the physician¿s assumption that the issue was caused by the sheath dilator is likely correct, there is no way to confirm the perforation occurred during transseptal puncture. In addition, the thermocool® smart touch® sf bi-directional navigation catheter was in use when the effusion was discovered; therefore this event has been assessed as MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter.